Event description:
Operative report states pt had an open left capsulotomy with removal and replacement of a deflated left implant. Operative report also states pt's right implant was found to be intact upon removal.